Manufacturer narrative:
(B)(4). Date sent 7/24/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "device misfired": device fired however upon removal the anvil was separated from the device and needed to removed from colon by other means. 2. Was the firing sequence started but not completed? If yes: no. 3. Did the device deliver any staples? Yes. 4. If yes, were the staples formed properly? Yes, there was a small leak but staples formed properly. 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? N/a. 6. If yes, was the staple line complete? No, small leak when tested (intra-op). 7. Was the backlight lit? Yes. Further insights: tissue was extremely thick, colostomy takedown, surgeon technique is to bring the staples as tight as possible every time. Additional information received: patient harm is a bit of a gray area according to the surgeon. O patient came in to have a colostomy bag removed/colon reconnected however due to staple line defects occurring twice, patient ran out of colon and ended up leaving with a colostomy bag again. - the anvil fell off in both instances when staple line leak occurred. The devices came from different lots. O surgeon walked me through her technique as I was not present, she explained that she does the two full rotations as instructed. O she does close the anvil as tight as possible in every case. She admitted that the colon was extremely thick but that is how she¿s always done it. The rep said he does not have any information on the procedure where the patient received the colostomy bag. Only that they came into this procedure with the colostomy bag. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device misfired that caused a patient leak. They used a new device to stop the leak to complete the remainder of the case without patient harm. No additional info given to the rep.